Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the self test and error test. No alarms were noted during testing. However, an alarm was found in the alarm history file due to a corrupted history file. No cosmetic damage was noted during physical inspection.

Event description:
It was reported that the customer had an a17, a21, a42 alarm on the insulin pump. The customer's blood glucose level was 147 mg/dl. The customer was advised that the insulin pump will need to be return and we will sent replacement.